Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise. Inappropriate anti-tachycardia pacing (atp) and several shocks were delivered in two separate stored episodes as a result. The field representative received information that the patient coded, and the stored episodes with noise corresponded to when cardiopulmonary resuscitation (CPR) was given. The patient was noted to be in the intensive care unit and responsive. There was no information indicating that the device system caused or contributed to the patient coding. Additional information was received from a health care professional (hcp) that the patient had been released from the hospital and was scheduled to be seen for in-clinic follow-up later in the day. The hcp reported that rv pacing impedance measurements decreased to 315 ohms, and shock impedance measurements decreased to 36 ohms, however, had gradually increased back to 42 ohms. Additionally, rv thresholds were also observed to have increased. The hcp inquired if CPR could damage the leads and noted that there was a known ra lead issue. Technical services discussed potential troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise. Inappropriate anti-tachycardia pacing (atp) and several shocks were delivered in two separate stored episodes as a result. The field representative received information that the patient coded, and the stored episodes with noise corresponded to when cardiopulmonary resuscitation (CPR) was given. The patient was noted to be in the intensive care unit and responsive. There was no information indicating that the device system caused or contributed to the patient coding. Additional information was received from a health care professional (hcp) that the patient had been released from the hospital and was scheduled to be seen for in-clinic follow-up later in the day. The hcp reported that rv pacing impedance measurements decreased to 315 ohms, and shock impedance measurements decreased to 36 ohms, however, had gradually increased back to 42 ohms. Additionally, rv thresholds were also observed to have increased. The hcp inquired if CPR could damage the leads and noted that there was a known ra lead issue. Technical services discussed potential troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the root cause of the decreased rv pacing impedance measurements, and increased rv threshold measurements was determined to be related to respiratory distress. No changes were made, and this device remains in service.